Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify missing segments due to the blank display.

Event description:
The customer stated that the insulin pump had missing segments on the display. The customer also stated that the insulin pump had a crack on the screen. The reported blood glucose reading was 250 mg/dl. Nothing further was reported.